Event description:
Malfunctioning v-p shunt. Pt had shunt placement in 2005, 6 wks post placement, distal end of shunt found to be sheared off from itself. Pt became symptomatic and req'd replacement shunt.